Event description:
It was reported that an intraocular lens (iol) haptic was broken during surgery. The iol was fully inserted and removed during the same procedure. The incision was enlarged, sutures were required, and a vitrectomy was performed. Medication was prescribed. And the procedure was delayed. No further information available.

Manufacturer narrative:
Implant date: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Explant date: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: it was initially reported that an intraocular lens (iol) haptic was broken during surgery. The iol was fully inserted and removed during the same procedure. The incision was enlarged, sutures were required, and a vitrectomy was performed. Medication was prescribed. And the procedure was delayed. No further information available. Additional information was provided that the suture were for incision enlargement and medication prescribed were part of post surgery recovery standard of care medications. No adverse event to the patient. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.